Event description:
While advancing the stent delivery system (sds) over the guidewire into the pt's body, the physician felt large resistance and difficulty in maneuvering the device through the vessel before reaching the lesion. He removed the sds and found that the distal part of the stent was partially discharged from outer sheath. The target lesion was the iliac artery, described as severely calcified with moderate tortuosity and a 99% stenosis. There was no reported pt injury.

Manufacturer narrative:
Mfg records for this lot were reviewed and results indicate that product met quality requirements for product acceptance. With the info available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.